Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 4.00x12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00x12mm promus element plus drug-eluting stent was advanced but could not cross the lesion and the shaft broke distally while pushing. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00x12mm promus element plus drug-eluting stent was advanced but could not cross the lesion and the shaft broke distally while pushing. There were no patient complications reported and the patient's status was stable.